Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
It was reported: "while using the alpha humerus distal targeter, the surgeon went to place the two screws in through the targeter. The first drill bit he used went through bone and the nail, however, even though he left the drill bit in place, when he went to drill for the second, more distal screw, the drill bit ended up hitting the nail".